Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to wear, the play of the up/down knob was out of the standard value. The device evaluation revealed the following findings: the insulation resistance value of the front end did not meet the standard due to scratches on the plastic distal end cover (c-cover); the bending angle in the up direction did not satisfy the standard due to abrasion of the angle wire; due to the wear of the angle wire, the bending angle in the down direction did not satisfy the standard; due to deformation of the nozzle, the water wiping function did not meet the standard; the screen was partially dark due to the scratch of the charged coupled device (ccd) lens; light guide (lg) bundle was not in good condition; there was a scratch on the charged coupled device (ccd) lens; the bending section cover (a-rubber) adhesive was broken; there was a wrinkle on the connecting tube; switch#1 was cut; and the video cable was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope exhibited the angle adjustment works, but the angle adjustment control knob was too stiff. The issue was observed during preparation for an unspecified diagnostic procedure. The procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, foreign matter was found coming out due to blockage in the side water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.